Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date: (B)(6) 2013, inratio: 1.7, lab: 4.4. Pt's therapeutic range is unk. Caller reported the pt was hospitalized for rectal bleeding. Caller did not know the treatment the pt received at the hospital. It was reported the strips were stored in a hot car.

Manufacturer narrative:
Investigation pending.